Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Btg medical assessment: (B)(6) 2019: a male patient with hepatocellular carcinoma (hcc) received tace using dc beads. Embolisation was performed with dc beads for the hcc of 3 cm. The subject experienced mild intratumoural haemorrhage, for which haemostasis was performed. Date unknown: the outcome of the intratumoural haemorrhage was unknown. Serious adverse event necessitating medical intervention to prevent degradation of a body structure, worst case scenario has been applied, due to the lack of detailed documentation of what was treatment was provided to the patient. There was no reported device failure or malfunction. Serious adverse event; related to device; anticipated. No batch review was possible for this case, as the lot number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow up information was requested but as yet, has not been received. Should we receive any information to enable further investigations, this case will be reopened and reassessed. Abdominal pain is a known adverse event listed in the IFU/risk management documentation. At this time this report is considered final.

Event description:
On (B)(6) 2019: a male patient with hepatocellular carcinoma (hcc) received tace using dc beads. Embolisation was performed with dc beads for the hcc of 3 cm. The subject experienced intratumoural haemorrhage, for which haemostasis was performed. Date unknown: the outcome of the intratumoural haemorrhage was unknown. Additional information received (B)(6) 2019: physician reported that the intratumoural haemorrhage was mild. Ae: causality / seriousness (physician) - not reported. Intratumoural haemorrhage: not reported / not reported. Concomitant disease: unknown. Past medical history: unknown. Concomitant drug: unknown.